Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg migrated which caused discomfort after the patient had significant weight loss. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Further follow-up indicates the patient had their system explanted.